Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer's representative. Patient repeated information regarding event that occurred in (B)(6) 2017; patient stated she was not able to charge or use device after the recliner incident. Patient stated she reported it to office staff at her healthcare provider's office but they misunderstood and thought shewas not having issues when she was. Patient corrected them at her office visit in (B)(6) 2018. The rep was asked to be at this visit at her next visit on (B)(6) 2018 and that was when the rep became aware of the situation. It was reported that 60 min clock charging procedure was attempted 5 times and the battery did not recover. The healthcare provider will start approval process of battery replacement and will test leads at time of procedure. Surgical intervention planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins was in overdischarge. The patient stated that their device shut off last year in october when the patient sat in a reclining massage chair. The rep spoke with the patient over the phone and asked the rep to be at their next appointment on (B)(6) 2018 to help get her ins charging again. A power on reset (por) will be attempted at that time. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins shutting off was not determined and that the ins would be returned to the manufacture for analysis following its explant. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.